Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a percutaneous vertebroplasty (th11) for a compressed fracture on (B)(6) 2022. During injection of the cement in question, it was found that the cement leaked into vertebral canal. The surgeon stopped injecting the cement to prevent further leakage, and the cement was injected 1.5 ml on each side. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon guessed that it was slightly inside when creating the insertion path on the right side, and the cement leaked from there. The patient was reported as stable. This report involves one unk - biomaterial - cement: vertecem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown biomaterial - cement: vertecem v+/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.